Event description:
During an in-clinic follow-up, a loss of sensing, loss of capture, and low pacing impedance were observed on the right ventricular (rv) lead. In addition, the device was reported to have delivered an inappropriate shock. X-ray imaging was performed which revealed the rv lead had become dislodged. The patient was hospitalized, and the rv lead was later explanted and replaced to resolve the event. The patient was in stable condition.